Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A distributor reported an end user experienced an issue when using a bio-stable 4f sl 55cm mst-70 kit non-valved. During PICC placement, the stainless steel guidewire fractured into two separate pieces inside the patient. The wire had unraveled prior to fracturing due to the extended time of manipulating the wire and trying to free it from the collateral. They were unable to remove the retained fragment from the patient's right arm within the collateral vein connected to the brachial vein. The collateral was small and tortuous, and had spasmed. They believe the fragment will not migrate from that position. The procedure was successfully completed with another of the same device. The patient was informed of the event and reported to have no concerns at that time. It had been reported the patient had a nickel allergy. The patient did not experience any harm as a result of this incident.